Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: two opening observed on the anterior and radius side assessed as fold flaw opening. ¿ crease/folding of implant: observed. ¿ calcification : no observed. ¿ seroma -late : unable to observe since it is a medical event and is not related to the device. Additional observation: ¿ white particles observed inside the device. ¿ wear abrasion observed. No further actions are required as no issues with the manufacturing process are observed. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional additionally reported "any creases associated with hole," "heavily calcified," and "fluid in pocket." Device has been explanted and replaced.